Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the pt began treatment for the peritonitis with injection (inj) amikacin (125 milligrams in 1st bag) and inj ceftazidime (1gram in 2nd bag and 500 milligrams in 3rd bag) ip (intraperitoneally), daily for peritonitis. On an unreported date, it was reported that the pt's fluid (pd effluent) was clear. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.